Event description:
The customer reported to customer service that the block box attached to the power cord broke in pieces after it was dropped.

Manufacturer narrative:
A replacement transformer was sent to the customer. The customer reported a lot number that does not appear to be consistent with version of transformer reported in this complaint. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. If the transformer is prior to rev l it is addressed under CAPA (B)(4). The issue reported is a known issue which is covered under (B)(4) for rev l and m. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are on-going. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damge is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Should additional information or the original product be received, resulting in new change, or correct information, a follow up will be filed.